Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's wife reported he has concerns with the infusion set cannula kinking. Wife stated the pt had trouble pressing the button and had concerns with insertion at first. Wife reported the pt had some insulin leaking from the end of the infusion set tubing. Wife stated the pt experienced elevated readings in the 400-500 mg/dl range. Wife reported the pt's blood glucose is hard to control and he has fluctuating blood glucose level. Wife stated pt's blood glucose is normally under 200 mg/dl. Wife reported the pt brought his blood glucose down by taking the infusion device off and giving himself shots. Wife stated the pt noticed that the infusion set was kinked. Pt manually inserts the infusion sets. Wife reported the pt had this concern more than once. Pt no longer has the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.